Event description:
There was a report that the screen on a customer¿s pump was broken, resulting in an unreadable and unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level. A replacement pump was issued to the customer.